Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, the procedure was briefly stopped because the forceps were not working properly. The forceps would not open or move while attempting to obtain more specimens at the gastric site. The doctor removed the endoscope and biopsy forceps in tandem from the patient. The tip of the device was sticking out of the scope as they removed the scope from the patient. After removing the endoscope and forceps from the patient, it was noted that the clevis arms were sticking out more than normal and the jaws were locked. The physician used hemostats to manually force the forceps open. The sample was released and the forceps were removed from the scope. The case was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Uf/ importer report # : (B)(4). Patient weight is unknown. The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).